Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the left ventricular lead exhibited no capture. Chest x-ray confirmed lead dislodgement. Patient reported feeling great from crt therapy and starting arm workouts a few months ago without clearance from the physician. Physician suspected that patient's recent physical activity caused the lead dislodgement. Patient presented for lead revision on (B)(6) 2017. Lead revision was not possible and the lead was replaced. Patient was stable before, during and after and the lead was functioning great.

Manufacturer narrative:
Analysis was normal. No anomalies were found.